Event description:
I am pregnant with twins 1 1/2 years after getting the essure procedure done. I had the procedure done in (B)(6) 2012 and went back in (B)(6) for the 3 month check up and everything was blocked and successful. I have the paper stating it was successfully done. In (B)(6) of 2014 I found out I was 8.5 weeks pregnant with twins. (B)(4).